Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also stated that the patient had inadequate pain relief. The patient underwent a revision procedure wherein a new lead was supposed to be added. However, the physician could not place the lead on the correct location and just opted to replaced the ipg and relocate the pocket site. The patient was doing well postoperatively and the explanted device will not be returned.